Event description:
During the procedure, while the surgeon was utilizing the instrument, the blade got stuck and would not re-open. The instrument was removed from the field and a new instrument was utilized without issue. It is unknown if the new device was of the same or different lot. There were no adverse affects to the patient.